Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer representative (gwork health and safety advisor) reported an event involving an arjo loop sling and a non-arjo loop lift. A resident fell sideways out of the sling. At the time of the event, the staff lifted the resident¿s leg, and at the same time the resident moved to the side, causing them to fall out sideways. No injury occurred.